Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administrated a manual correction injection to address bg. A new cartridge was loaded onto the pump to resolve the issue.